Event description:
Coordinator was uncomfortable with the way that the patient's freedom driver was sounding, so after switching the patient after cannula repair, she issued a new secondary driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating right drive pressure too low for long enough to be a permanent time-out. Visual inspection of external components found no abnormalities. Visual inspection of internal components found primary motor is stiff to turn by hand and does not rotate when powered. Secondary motor was at primary alignment indicating it did not engage. Freedom driver failed functional testing as the primary motor was not rotating and no further testing could be completed. Additional testing included replacing the primary motor with a known functional motor. Driver passed all areas of functional testing with the replacement component. Noise was not replicated with functional motor. Failure investigation for this complaint could not confirm the reported issue due to the primary motor not rotating as needed to run a functional test. The customer complaint could not be replicated as the noise was likely no longer present once the primary motor was replaced; the root cause of the reported abnormal noise was determined to be a failing motor/gearbox due to a loose rotor. Failure investigation identified no other test failures or damage that could have contributed to the event. The abnormal sound recognized by the coordinator was likely due to the faulty motor as that has historically been linked with previous investigations of the same drivers with similar complaints. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Coordinator was uncomfortable with the way that the patient's freedom driver was sounding, so after switching the patient after cannula repair, she issued a new secondary driver.